Event description:
The hcp reported that pt was showing signs of withdrawal. The hcp attempted to aspirate and fill the pump and was unable to do either. "Due to the risks of baclofen withdrawal surgeon took pt for a replacement urgently". The pump was explanted and replaced and returned to the manufacturer for analysis. The pt outcome was not reported.